Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. This was due to atrial fibrillation (af) with possible rapid ventricular response (rvr). Therapy did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.